Manufacturer narrative:
This report is submitted on september 10, 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at implant site and subsequently was treated with an injectable steroid (date not reported). The implanted device remains.